Event description:
It was reported that a large volume infusor leaked. The drug flowed back from the inlet side immediately after the drug was injected. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 23, 2023 - august 25, 2023. H11: the actual device was received for evaluation. A functional leak test was performed and evidence of a leak was observed coming out at the solvent-bonded junction of the tubing and stressmember next to the fill port area. The tubing outer diameter and the stressmember inner diameter were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough). The reported condition was verified. The cause of the tubing insertion depth was due to a manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.